Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps (fbf) steel cable broke. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: there was no injury or damage to the patient. The procedure was completed robotically. The instrument was immediately replaced with a new instrument.

Manufacturer narrative:
Images were provided and confirmed a broken cable at the distal end of the instrument. Intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis as of the date of this report. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.